Event description:
It was reported that the patient presented for a device implant procedure. During the implant procedure, it was noted that the right ventricular lead failed to pace. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found the complete lead was returned in one piece. Electrical test, visual and x-ray examination were normal with no anomalies found.